Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving bupivacaine with concentration 17 mg/ml at a dose rate of 5.106 mg/day, compounded baclofen with concentration 166.5 mcg/ml at a dose rate of 50.01 mcg/day, and dilaudid with concentration 10 mg/ml at a dose rate of 3 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that an empty reservoir occurred on (B)(6) 2018 as per the event logs. At the time of the report, the patient was at the hospital and a physician was taking care of the patient. The reporter was inquiring about the empty pump and silencing the audible pump alarm. The company representative was to confer with the patient and physician. No medical symptom was reported. Additional information was later received from a company representative on (B)(6) 2018. They were going to be filling the pump. It was being considered that no priming was needed. Dosing and monitoring for volume discrepancy and efficacy was being considered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) is also applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-jul-03. It was reported the empty reservoir occurred because the patient was not able to make refill appointments and due to patient compliance. The patient suffered withdrawal symptoms as a result of the event. It was indicated that the issue was resolved and the pump was refilled as planned. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2018-jul-10 indicated the patient's weight was unavailable. No further complications were reported/anticipated or expected.